Event description:
It was reported the soltive pro super pulsed laser system interlock port was loose and the wires were exposed. The issue occurred during a therapeutic ureteroscopy procedure that was completed with the same device with delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, it is likely the result of damaged interlock.; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.